Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according to the information reported a rupture of a breast implant during surgery. During analysis of the sample a rupture was observed on the anterior view, measuring approximately 10 cm. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection and testing of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell.  In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Complaint was confirmed. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device 7334621 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 325cc mentor memorygel breast implant ruptured intraoperatively. The device was for the left side. No delay in surgery was reported. The device was replaced and lot numbers 3544300 and 7490493 were used, sides unspecified.